Manufacturer narrative:
Troubleshooting on site showed that the ventilator looked fine cosmetically except that the knob shield was missing. A pre-use check was performed and passed without deviation. The ventilator functioned properly on a test lung. After downloading the logs, the field service engineer noticed that the two reported parameter changes were logged at the exact same time. He was able to reproduce this situation only by a physical intervention, i.e. Turning the peep knob while unintentionally touching the rate knob. By design no parameter change can be done without turning the parameter's knob physically or without user interaction via the touch screen. Our evaluation of received device logs did not show any ventilator malfunction. Biomed at the hospital suspected that someone probably placed an IV bag or something else on vent which inadvertently caused turning the peep and rate knobs. According to received information, the hospital did purchase some shields to replace those that are missing to prevent such an incident from happening in the future. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the peep parameter increased and the respiratory rate parameter decreased without user intervention. The parameters were found this way by the therapist that was responding to the ventilator alarms 4-5 minutes later. The therapist then decreased the settings with no issues and continued to use the vent on that patient for 6 hours until that time the ventilator was discontinued and replaced with another ventilator. During the subsequent 6 hours the ventilator had no issues and worked normally. There was no harm to patient. (B)(4).